Event description:
The customer reported to olympus that during reprocessing ¿one of the buttons came off- switch #4 of the evis exera iii gastrointestinal videoscope- the patient did pass away so when we came to the scope this was not on throughout the procedure. Everything was fine¿ several attempts were made to contact the customer regarding the event; but no response was received from the customer. No additional information received at the time of the report.